Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Event occurred week of (B)(6) 2015.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were applied to tissue but would not hold. The case was completed with another device of the same product code. There were no patient consequences reported.